Event description:
It was reported the patient entered the hospital for "treatment of nerve block" in 2008. The patient discovered the stimulator was abnormal; the patient had trouble setting the device. The doctor checked the battery status. The message "enter serial no." Appeared on the programmer. The battery status was low at 2.14 volts; 90-100% of the battery was used. The device was programmed at 50 ua for channel 1 and channel 2. The estimated battery life was about 40 months. An "electrical mess (bi-pola): had been used for the treatment of a pressure ulcer. The device was replaced eight days later. Upon explantation, the stimulator connector was found covered with body fluid and tissues. The patient recovered after replacement surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.